Event description:
It was reported to philips that a patient fell from the table. The report indicated that there was harm; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated the reported issue. According to the information received, the incident occurred at the end of a routine interventional radiology procedure while the wound was being sutured. The patient, who was covered with a blanket and sterile drapes, slipped off the table together with the mattress. Following the fall, the patient underwent a computed tomography scan (CT), which confirmed that there was no patient harm other than an abrasion on their forehead. The patient was discharged without any further medical intervention. The user confirmed that they had already received field safety notice (fsn 2023-igt-bst-015) and confirmed that the mattress-related instructions had been followed. The customer did not provide a clinical sequence of events; therefore, the exact cause of the incident could not be determined based on the available information. At the user¿s request, sets of patient straps were provided. The codes were updated based on the investigation outcome. The catalog item identifier, serial number, product UDI and manufacture date have been updated.

Manufacturer narrative:
Philips has investigated the reported issue. According to the information received, the incident occurred at the end of a routine interventional radiology procedure while the wound was being sutured. The patient, who was covered with a blanket and sterile drapes, slipped off the table together with the mattress. Following the fall, the patient underwent a computed tomography scan (CT), which confirmed that there was no patient harm other than an abrasion on their forehead. The patient was discharged without any further medical intervention. The user confirmed that they had already received field safety notice (fsn 2023-igt-bst-015) and confirmed that the mattress-related instructions had been followed. The customer did not provide a clinical sequence of events; therefore, the exact cause of the incident could not be determined based on the available information. At the user¿s request, sets of patient straps were provided. The codes were updated based on the investigation outcome.